Manufacturer narrative:
The biosense webster inc. (Bwi) failure analysis lab received the device for evaluation on 12/11/2018. Initial visual analysis identified, ¿returned product looks to be in normal condition.¿ the analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30039432m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: carto 3 system (us catalog # unknown, lot # unknown). Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a loss of electrocardiogram (ECG) signals issue occurred. It was reported that there was noise on the signals including the body signals and map channels. Noise was observed on both the carto 3 system and the recording system. The physician had no ECG signals available to monitor the patients rhythm. The connections were checked, and the cables replaced with no resolution. The issue was resolved by replacing the thermocool® smart touch¿ electrophysiology catheter. No patient consequence was reported. The issue of ¿noise on all ECG signals¿ has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 1/9/2019, additional information was received with the serial # of the concomitant product. As such, concomitant bwi product is a carto 3 system, (us catalog # fg540000, serial # (B)(4)). Device evaluation summary: it was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a loss of electrocardiogram (ECG) signals issue occurred. The device evaluation has been completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).